Manufacturer narrative:
(B)(4). Concomitant medical products: shell with cluster holes porous 54 mm o.d. Size jj for use with jj liners cat#00875305401 lot#64239158, bone scr 6.5x30 self-tap cat#00625006530 lot#ni, unknown head, unknown liner, unknown stem. Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04968.

Event description:
It was reported that an acetabular implant was fixed with the screw. After, the surgeon had difficulty implanting the second screw, which did not pass through the acetabular implant hole. No additional products were used to complete the surgery, the surgeon was satisfied with the fixation achieved with only the first screw. There was no impact on the patient. There was no delay in surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; h2; h3; h6. D4: UDI# (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified no deviations or anomalies during manufacturing related to reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.